Event description:
During the device evaluation, it was observed that the ultrasound gastrointestinal videoscope was missing adhesive at the forceps cover and also exhibited pinholes in the adhesive on the light guide lens. There was no patient involvement and no warm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was observed that the ke45 adhesive was missing at forceps cover. A definitive root cause of the issue could not be determined, however, the issue was likely the result of component failure due to repetitive use, user handling and or external factors. Additionally, it was observed that there were pinholes in the light guide lens adhesive. A definitive root cause of the issue could not be determined, however, the issue was likely the result of component failure due to repetitive use, user handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.